Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). It was reported that ever since they were implanted, the implant was taking too long to charge, even with good connection. The patient mentioned that yesterday, the implant was down to 40% and they charged for two and a half hours but the implant only went up to 80%; however, the implant went to down 50% today and it's taking forever to charge. Pt said they tried turning the therapy off and on, but still the same. Pt mentioned they called the manufacturer representative (rep) last friday or saturday, but they were still having trouble charging the implant. Agent had pt close all apps, turn on the recharger, and connect to the recharger app. Pt confirmed the therapy was on and the implant was charging 50% with good connection. Agent asked, pt confirmed the charging speed was set at 4. Agent reviewed ins charge duration. After a few minutes, pt confirmed that implant increased to 60%. Agent asked if they had any recent fall, trauma or weight change and pt mentioned right after they were implanted, the implant started draining a little bit, so they went to the doctor and went on it for a couple of weeks and healed up and never had any problems since then. Agent advised pt to continue to charge the implant, monitor the issue and follow up with the doctor if they still couldn't charge the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.